Event description:
It was reported that the patient received 1g of IV propofol over a period of approximately 20 minutes. The medication was correctly scanned and programmed into the pump. The nurse realized that the medication had infused too quickly after the bottle was empty. Heart rate and blood pressure had subsequently dropped requiring additional treatment. The patient was unresponsive, & suffered with bradycardia with frequent premature atrial and ventricular contractions, and hypotension (with a mean arterial pressure of 63). Two sets of vasopressors medications were initiated (levophed and vasopressin), an arterial line inserted, while propofol and precedex were discontinued but the patient remained on ventilator support with IV pain medication (fentanyl).

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient received 1g of IV propofol over a period of approximately 20 minutes. The medication was correctly scanned and programmed into the pump. The nurse realized that the medication had infused too quickly after the bottle was empty. Heart rate and blood pressure had subsequently dropped requiring additional treatment. The patient was unresponsive, & suffered with bradycardia with frequent premature atrial and ventricular contractions, and hypotension (with a mean arterial pressure of 63). Two sets of vasopressors medications were initiated (levophed and vasopressin), an arterial line inserted, while propofol and precedex were discontinued but the patient remained on ventilator support with IV pain medication (fentanyl).

Event description:
It was reported that the patient received 1g of IV propofol over a period of approximately 20 minutes. The medication was correctly scanned and programmed into the pump. The nurse realized that the medication had infused too quickly after the bottle was empty. Heart rate and blood pressure had subsequently dropped requiring additional treatment. The patient was unresponsive, & suffered with bradycardia with frequent premature atrial and ventricular contractions, and hypotension (with a mean arterial pressure of 63). Two sets of vasopressors medications were initiated (levophed and vasopressin), an arterial line inserted, while propofol and precedex were discontinued but the patient remained on ventilator support with IV pain medication (fentanyl).